Event description:
Patient was revised to address loosening of the femoral at the cement/bone interface. It was reported that the femoral was oversized.

Manufacturer narrative:
The product was not returned for examination. A search of the complaint database for the reported femoral component did not show any other reports against the manufacturing lot. The cement product was of depuy competitor manufacture. The investigation could not draw any conclusions about the reported loosening; however, provided information stated the size device inserted at primary surgery was a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.